Manufacturer narrative:
No pt info available as no pt present. Per medtronic investigation, the camera shows it had lost partial geometrical calibration due to an accidental bump. Site will determine if they want to replace camera or upgrade sys.

Event description:
A medtronic rep reported camera partially lost the geometrical calibration. The event did not occur during surgery and there was no pt present.